Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an 8mm amplatzer septal occluder was selected for implant. During deployment, the distal disc deployed in a "cobra head" formation within the left atrium. The device was re-sheathed and exchanged for a 10mm amplatzer septal occluder (lot number: 6187464 ). The new device was implanted without further issue. No patient consequences were reported.

Manufacturer narrative:
Supplemental report needed to address analysis: the reported event of deformity upon deployment could not be confirmed. Though the device was received in a 'cobra' conformation, the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated that a larger, 10mm, device was subsequently implanted.